Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: 8 cfu bacterial identification: escherichia coli sampling date: (B)(6) 2025 sampling from: all channels cfu: <1cfu bacterial identification: n/a based on the data provided, there could potentially be a correlation between the device status and cause of contamination. In general, device damages (e.g., leaks, defective threads in channels, scratches) could be a source of microorganisms. Without full cleaning disinfection and sterilization (cds) information from the customer, we are unable to correlate any lapses in reprocessing with the validated instructions for use (IFU) protocol. Initial and second olympus hmi confirmed the customer's finding, with low colony forming units (cfu) counts of growth by e. Coli, but after additional reprocessing, the third hygiene microbiological investigation (hmi) showed no growth. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.